Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the cassette was disconnected from the extension set during the patient¿s infusion. An adapter was used on the cassette pigtail to fill the cassettes. There was unknown patient involvement, and unknown signs or symptoms experienced.